Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to the motor error alarm. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a motor error alarm during a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 7.9 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.